Event description:
It was reported that during a primary surgery, the cup was implanted but the surgeon noticed that it was loose. The securfit max stem inserter was then reattached to remove the stem to get access to the acetabulum. The surgeon was then malleting and the threaded tip of the inserter broke off into the proximal portion of the stem. A gripping tool was used to remove the stem. The surgery was then completed successfully.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The returned device is in used condition with minor damages consistent with normal use. The distal threaded tip is fractured from the device. The event was confirmed. The investigation determined the likely root cause of the event to be off axis loads applied to the impactor during removal of the femoral stem. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during a primary surgery, the cup was implanted but the surgeon noticed that it was loose. The securfit max stem inserter was then reattached to remove the stem to get access to the acetabulum. The surgeon was then malleting and the threaded tip of the inserter broke off into the proximal portion of the stem. A gripping tool was used to remove the stem. The surgery was then completed successfully.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a securefit max stem inserter. When completed, the investigation results will be submitted in a supplemental report.